Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. Since the product and lot number are unknown a search was performed of the lots delivered to the customer. However, no information was found of product been delivered to customer. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found from this customer regarding to the product, the alleged event could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly. No device history record (DHR) review was performed since the lot number is unknown and no information was found from this customer related to the product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered on the inside of the cassette door of their cycler after ending a simulated peritoneal dialysis (pd) treatment. The pdrn was advised to discontinue use of the cycler and a new cycler was issued to the clinic. It was reported that the cassette was discarded. Upon follow-up. The pdrn confirmed that there was no patient connected during the simulated treatment. The clinic has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used during the simulated treatment was discarded and is not available for return for physical evaluation by the manufacturer. The old cycler will be scheduled for return to the manufacturer for evaluation.